Event description:
This procedure was performed in another country. Details as reported. The physician founded the product much longer than declared. A 150mm in place of 120mm. The label internally and externally was wrong.

Manufacturer narrative:
Seven x-ray images were received for evaluation of this reported event. Four of the images depicted the sfa pre-stenting and three images were of the stent deployed within the sfa. One of the images was of the deployed stent over a guidewire with evenly spaced markers. The type of guidewire typically spaces the markers 1 cm apart. Using this criterion, the stent measured approximately 143mm in length. It could not be determined whether the stent had been stretched by looking at the configuration of the struts. The number of gaps between struts was counted and that number was divided by two to determine the number of cells in the stent. There were 51 gaps. This translates to 25.5 cells. The number of cells in a 120mm length 5f 7mm riveted niti stent (300417_007) is 25.5. The number of cells in a 150mm length 5f 7mm riveted niti stent (300417_008) is 31.5. The reported event could not be confirmed. The x-rays received for eval appear to indicate that the deployed stent covered approximately 143mm of the sfa. The number of cells in the stent represented in the x-ray was 25.5. This is the number of cells for a 120mm stent. The number of cells for a 150mm stent is 31.5. The cause of the reported difficulties could not be determined, however, elongation (or longitudinal compression) of the stent has been observed when the proximal deployment paddle is not kept stationary during deployment.